Event description:
It was reported that this lead was explanted due to oversensing approx. 149 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. The proximal and the distal fragment was received for analysis. The medial fragment (approximately 4.5 length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the inner conductor coil was found fractured 10.5 cm distal to the is-1 connector pin. This fracture was consistent with exposure to constant friction against the generator housing. Additionally, the insulation was found rubbed through between 8.5 cm and 7.5 cm proximal to the lead tip. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The above mentioned fracture and insulation damage are assumed to be the root cause of the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.